Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately nine days post implant the right atrial (ra) lead dislodged and was confirmed by x-ray. The ra lead remains in use and is scheduled for revision. No patient complications have been reported as a result of this event.